Event description:
Customer reported frequent occurrences of cgm error 42 on their pump, experiencing the issue three or more times without resetting the device. Although there was no reported impact on the customer's blood glucose level, necessary actions were taken. Technical support decided to replace the customer's pump with a newer version featuring updated software. The customer was advised on necessary steps during the transition, including instructions on how to use the new pump with the g7 sensor. The customer acknowledged the guidance and will continue using their current pump until the replacement arrives. A replacement pump was dispatched, and instructions for returning the defective pump were provided.